Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open carotid reconstruction, the needle of the device broke. To resolve the issue, a new device was used. There was no patient injury.